Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio-ID feature was impacted due to driver corruption. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier driver was corrupted. The field service engineer (fse) removed the failing driver package and reinstalled the updated bio ID driver package and restored normal functionality. The system functioned as intended after the field service engineer had repaired the device.